Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1-2. On (B)(6) 2021 it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4+. On (B)(6) 2021 a second procedure was performed. The clip delivery system (cds) was advanced and placed medial to the slda clip. After removing the lock line, the clip detached from the posterior leaflet. Another clip was implanted lateral to the first slda clip. A third cds was advanced to be placed as medial as possible to the valve however the leaflets could not be grasped therefore the clip was not implanted. The procedure was completed with the mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda appears to be related to the patient anatomy (leaflet quality). Mr appears to be due to the slda. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.